Event description:
It was reported the patient received the following results within 15 minutes: 101 mg/dl at 3:13 a.m., 185 mg/dl at 3:04 a.m., 163 mg/dl at 2:52 a.m., 313 mg/dl at 2:50 a.m., 107 mg/dl at 2:48 a.m., and 449 mg/dl at 2:45 a.m.